Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in argentina on (B)(6) 2024, it was reported that the patient faced damaged tubing events with the infusion set. The site of insetion was abdomen. The blood glucose level was 250 at the time of event which happened in few minutes after infusion set was used. No further information available.